Event description:
A customer contacted beckman coulter inc. (Bci) stating the glucose (glu) cup of the synchron cx9 alx clinical system was not draining and overflowed. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
Bci cts (customer technical support) assisted the customer in repositioning tubing and doing multiple cup primes and cup is now draining properly. Per customer, they would monitor and call back if needed. There have been no further complaints to date.